Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that indigo drill was making unusual sound from locking area and heating, also handpiece stopped few second working. There was no patient involvement.

Manufacturer narrative:
Section b5: additional information has been updated. Section e1: facility details has been updated. H6: code fdd a0509 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the issue occurred preoperatively. The handpiece was being used for less than a minute when the heating was observed and got stuck. The device was worked for a few seconds and getting stuck again. The device was being operated at a speed of 40,000 rpm in forward mode, with irrigation used at a flow rate of 25.

Manufacturer narrative:
H3: product analysis confirmed reported issue and observed that the during pre-repair temperature check performed at 60k after 1 minute t1 temperature was 196f and t2 temperature was 188f. The ambient temperature was 76f. And found that error code 15 "handpiece stalled", collect was worn and caused the overheating. H6: codes b01, c0601, c07, d1102, g04034 and g04090 has been updated. The previously updated codes b17, c20, d16 and g04063 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.